Manufacturer narrative:
The incident occurred at bci warehouse.

Event description:
Beckman coulter inc. (Bci) warehouse reported leaking cx triglyceride reagent due to loose caps. No injury was reported.